Event description:
The customer reported that the connector of the defibrillator pads was different from what they expected and they were unable to use the pads for a patient in vf. The users switched to external paddles to deliver energy and they were able to convert the patient's rhythm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.